Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.

Event description:
It was reported, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
An ipg replacement was reported to abbott. The patient states that the "replace generator soon¿ message was around two months before the ipg reached end of life. The ipg was replaced without complications and effective therapy was reestablished. Based on the information received, the event is consistent with the late eri notification issue. Actions have been taken to prevent reoccurrence